Event description:
Patient reported "rupture/pain." Later reported "it's all lumpy, feels like a bruise, like somebody punched there" and "getting a mammogram done, it was like ouch, hurts." This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, h6.

Event description:
Patient reported "rupture/pain". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Later, healthcare professional reported that the patient feels the implant is "heavy and sit too low", "grade 2 ptosis" and "grade 3 capsular contracture", "rupture".

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed broken device through microscopic inspection assessed as fold flaw opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. Capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and non-penetrating nicks) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b5, d.9., h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 b6 d6b g2 h6.

Event description:
Healthcare professional confirmed "right implant shell torn in multiple places". The device has been explanted. Capsulectomy performed.